Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted form 65% to 10% within a couple hours. Customer reported blood glucose level was 230 (mg/dl). The reported issue could not be confirmed as the customer did not upload the pump data for review. The customer stated that the pump battery has been depleted within normal limits after disabling continuous glucose monitor.